Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The device was received with cracked case at the display window corners and battery tube threads, minor scratched display window, and peeling back address/serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 392 mg/dl. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.